Event description:
It was reported patient underwent revision hip procedure in 2008 utilizing freedom ringloc constrained liner and freedom constrained modular head. Subsequently, patient's hip dislocated the following month, and a second revision was performed to exchange the constrained liner and modular head the next day.

Event description:
Rec'd a summons and complaint informing us in 2007, claimant became physically sick while using tampons during her menstrual cycle. In 2007, claimant was admitted to a hosp, where her condition deteriorated; wherein she experienced multi-system organ failure until her death in the next day. Summons and complaint informs an autopsy performed determined claimant died from toxic shock syndrome (tss). Please note, the summons and complaint provided limited info regarding claimant's hospitalization, treatment, formal medical diagnosis, secondary diagnoses, etc; and no info provided if claimant had other medical condition(s) that may have contributed to the reported adverse event.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). A correction was made to the date of event and date of report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account observed an increase of error code 1007, unable to process test, activated read failure on the architect i2000. The issue was resolved by changing the reaction vessel lot number. No impact to patient management was reported.